Event description:
The customer reported excessive plt (platelet parameter) flags being generated on a unicel dxh 800 coulter cellular analysis system during normal operation. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/19/2015 and observed the r flags that the customer reported in addition to plt debris flags. The plt sweep flow assembly and red blood cell (rbc) bath were replaced to resolve the flag problem. The repairs were verified per established service procedures. (B)(6).